Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309695, batch#: unknown. It was reported that the bd luer-lok had label content missing. The following information was provided by the initial reporter: verbatim: there is no expiration date on the syringe, and the only year printed on the packaging is 2003. Additional information provided: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Was there any leak? No. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? Multiple dates. 4. Can you please provide the lot number associated with reported issue? We do not have packaging anymore. 5. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No.

Manufacturer narrative:
(B)(4). Supplemental MDR/correction/additional information - label content missing. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Additional information: the sample received in a sealed package is embossed with the batch 1005561 on the package, batch updated from unknown to 1005561 in section d evaluation: one sample and two photos were provided to our quality team for investigation. The sample received in a sealed package is embossed with the batch 1005561 on the package tab with the top web graphics stating revision 03. One photo shows the top web side of the package with all applicable product information, but missing the variable data, and the nest image shows the batch number embossed on the package tab as described above. Based on the batch number and the packaging graphics the syringe was manufactured in 2011. This batch was manufactured prior to the unique device identification (UDI) requirements that mandated marking individual packaging with expiration date. This batch was manufactured correctly per product design at the time. The syringe from batch 1005561 has been expired since 2016. Bd does not make claims of the efficacy of expired product. It is not recommended that product from this batch be used.

Event description:
No additional information was provided.